Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen while it was in its case. There was no reported impact to the customer¿s blood glucose level. The customer declined a callback, and no further action was required.